Event description:
It was reported that the device was explanted in 2007, after 63 days of implant duration, due to unk reasons. It was additionally reported that a second device, model # 6625, was explanted. Refer to MFR #6000002-2008-08148. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.